Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt with vital signs absent, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.